Event description:
It was reported that during skull base surgery, the tool damaged and suddenly became unusable. No patient impact was reported and the procedure was completed with backup product. On follow-up it was reported that the tool was discarded by customer.

Manufacturer narrative:
H3 product analysis: evaluation of the device is not possible as the device is discarded at customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.